Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired; the cause of death as well as date have not been provided despite multiple follow-ups with healthcare provider. Patient had another pericardial patch implanted, please reference sn (B)(4).

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite multiple follow-up attempts to healthcare provider, no additional information was provided regarding the cause of patient's death, medical history, and device status. The device history record review will be reported once completed.